Event description:
It was reported that the crystalens at-50ao was removed intraoperatively because the surgeon noticed a haptic was broken. The surgeon enlarged the incision and removed the lens. The surgeon used an amo injector and duovisc. A backup lens was implanted with no problem no add'l info was provided. Add'l info has been requested, but has not been received.

Manufacturer narrative:
The lens has been returned to bausch & lomb and is currently under eval. Results will be submitted to the FDA in a supplemental report.